Manufacturer narrative:
Patient information was requested and the customer stated it is not available.

Event description:
The customer reported that the display became blank, and the device alarmed with a vent inop occurrence due to a machine and proximal pressure sensor failure. There was no patient harm reported.